Event description:
It was reported that the patient's right lead was protruding through their skin. The investigation did not determine which lead caused this issue. Surgical intervention was undertaken and the lead was explanted.

Manufacturer narrative:
Event date is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.